Manufacturer narrative:
Additional information provided: a review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of the treatment. Review of the logfiles for the day of treatment shows no warning or errors that could contribute to the reported event. Patient data review shows all laser settings are within the limits. The suction ring placement is clearly decentered. Obl (opaque bubble layer) is visible in the treatment report. In the 6 o´clock area of the right eye flap, a stronger view of the obl can be seen. In general, it is recommended to extend the canal to the end of the meniscus/end of applanation area. In this case a combination of a short canal and limited space due to decentration of the ring, might have caused the obl. The stronger obl close to the hinge could describe the reported lifting difficulties in the right flap. An influence of the laser system can be excluded to the greatest possible extent. No technical root cause was identified as the system was operating within specifications. The root cause for the incomplete flap could be obl close to the hinge that caused lifting difficulties. The root cause for occurrence of obl could be the combination of short canal and limited space due to decentration of the ring. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A surgeon reported during lasik flap creation the canal was too short due to ring placement slightly too superior, which caused the gas to back up and resulted in a small area at the hinge to be incomplete. Reporter indicated when the flap was lifted a blade was used to separate the incomplete area so the treatment could be completed. The patient was very cooperative without any additional pain, or discomfort during the procedure.